Event description:
The reporter called and alleged discrepant results on the device when compared to the lab. The reported device results were >8.0 inr. The corresponding lab results reported were in the 5.0 to 6.0 inr range. The reporter stated that three patients were tested and no other info is available. The device was replaced and requested to be returned for evaluation.